Event description:
Clinical trial. It was reported that post index procedure, the patient experienced angina. The patient presented to the index procedure with an acute myocardial infarction (mi). The index procedure treated a de novo bifurcated lesion in the mid circumflex (cx). The lesion was 3 mm wide, 16 mm long, and 95% stenosed. The physician predilated prior to placing a 3.0 x 20 mm taxus express2 stent. Residual stenosis was 0%. On 690 days post index procedure, the patient experienced stable angina. The patient was hospitalized and the event resolved the same day. In the opinion of the physician, there is a possible relationship between the taxus stent and the angina. Further information has been requested.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation: therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review of the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.